Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 410 mg/dl. The customer was treated for high blood glucose with manual injection. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer hang up the phone and did not want to do the high pressure test due to didn't want to waste another infusion set. The customer call back to do the high pressure test with tubing clamp. The customer was able to able to performed high pressure and result is no delivery. The customer pump is working as designed.